Event description:
It was reported that customer experienced multiple occlusion alarms. There was no reported adverse impact to the customer¿s blood glucose level. Customer resolved issue by changing infusion set and cartridge and then resumed insulin delivery, reported no frequent or recurring occlusion issues, and case was closed by technical support with no additional assistance needed.